Manufacturer narrative:
22-aug-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush became detached in mouth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: 70-year-old female consumer via phone stated that the oral-b toothbrush head became detached from the oral-b toothbrush in her mouth. No injury was reported. 22-aug-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush became detached in mouth - oral-b [device breakage] . Case narrative: 70-year-old female consumer via phone stated that the oral-b toothbrush head became detached from the oral-b toothbrush in her mouth. No injury was reported.